Event description:
It was reported that it was noted on remote transmission that the atrial thresholds were measuring high, resulting in lack of adequate safety margin. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314trm implantable; cardioverter defibrillator (ICD)  (B)(6) 2013; 6947m implantable tachy lead (B)(6) 2013; 4296 implantable pacing lead (B)(6) 2013. (B)(4).